Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient complained of dizzy spells and near syncopal episodes. (B)(4) transmissions and egms revealed noise on the right atrial lead. The lead was removed.